Manufacturer narrative:
Correct event date (12/27/2018) recorded. Evaluation results: one cadd-prizm was returned for investigation. The following was noted after a visual inspection: the front housing was damaged, the key pad was intact, and the battery door was missing. The pump displayed error code 10037 after it was powered on. The event log did not contain this error however. Further investigation of the pump determined that an intermittent motor was the root cause of the product problem.  The motor and front housing were replaced to address the product problem.

Event description:
It was reported that the device gave an alarm with error message "error 10037". No known adverse effects to patient.